Event description:
It was reported that; the arthroplasty was revised due to femoral loosening, tibial loosening and bone loss. The components were implanted in situ for approximately 5.3 years. The tibial insert, tibial tray and femoral components were revised. The patient presented with a (B)(6) score of 2 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
Images of the reported devices were provided; however, they were quite unremarkable. No items associated with the event were returned or made available for identification or evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database indicates there have been no other events for the reported lot ID. Similar events have occurred for the reported catalog number/product family. None are related to design, manufacturing, or material factors. Root cause could not be determined with the limited information available at the time of the evaluation. If the reported devices, x-rays , medical records, and operative reports were made available, they could help in determining the root cause of the reported event.